Event description:
In 2005, "a nurse had a needlestick" injury and that the patient was hiv positive. The information received indicated that the involved device was a punctur-guard winged set and that the device type/model # was either a 21 g or 23 g winged set. The nurse/device operator had reportedly seen a training video several weeks prior but was unsure if the device safety feature/component was activated. Manufacturers analysis and conclusion: the involved punctur-guard device was discarded. The exact cause(s) of the reported incident cannot be determined. It is unknown if the device safety features/components were properly/fully engaged, whether the incident was a result of user error, technique or circumstances.